Event description:
The caller stated that the cuff on the endotracheal tube would not inflate. Before intubation, the doctor inflated the pilot balloon and found that it held air. The patient was intubated, but the tube was removed after 30 seconds due to the cuff not inflating. The patient was then reintubated with another tube of the same model. There was no lidocaine spray or gel used, and the tube was not warmed prior to use. The tube was not cut.

Manufacturer narrative:
The sample was received and the investigation is in currently in progress. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.